Event description:
The customer reported that the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported that the unit was in use on patient, but there was no patient harm reported.